Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure of chipped adhesive at the bending section was confirmed. Based on the results of the investigation and historical data, stress problem may be a possible cause of the malfunction. The most probable cause is not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bending rubber epoxy of the cysto-nephro videoscope was chipped. The issue was found during preventive maintenance. There were no reports of patient harm.